Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the controller ((B)(6)) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or a servicing issue. Log file analysis revealed four (4) controller power up events with an associated pump start event logged on 18/dec/2025 at 12:54:01, 13:45:04, 14:45:28 and 13:46:39. Various parameters, including time, patient ID, and pump ID were programmed on 18/dec/2025 between the controller power up events, indicating the power up events occurred during the initial programming of the controller and/or a controller exchange. Review of the alarm log file revealed two (2) vad disconnect alarms were logged on 18/dec/2025 at 13:45:12 and 13:45:35, indicating that the controller was powered on without the driveline connected. As a result, the reported event was confirmed. The most likely root cause of the vad disconnect alarms can be attributed to the controller being powered on without the driveline connected. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to the initial programming of the controller and/or a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that loss of power event occur due to a double disconnection of both power sources by the patient. Also the controller exhibited controller fault alarm due to internal battery end of life. The controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Product event summary: the controller ((B)(6)) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or a servicing issue. Log file analysis revealed four (4) controller power up events with an associated pump start event logged on (B)(6) 2025 at 12:54:01, 13:45:04, 14:45:28 and 13:46:39. Various parameters, including time, patient ID, and pump ID were programmed on (B)(6) 2025 between the controller power up events, indicating the power up events occurred during the initial programming of the controller and/or a controller exchange. Review of the alarm log file revealed two (2) vad disconnect alarms were logged on (B)(6) 2025 at 13:45:12 and 13:45:35, indicating that the controller was powered on without the driveline connected. Additionally, log file analysis did not reveal any controller fault alarms within the analyzed period. Of note, (B)(6) was loaded with a software containing the pump start algorithm c. As a result, the reported loss of power event was confirmed. The reported controller fault alarm event could not be confirmed and a possible root cause could not be determined. The most likely root cause of the vad disconnect alarms can be attributed to the controller being powered on without the driveline connected. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to the initial programming of the controller and/or a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during logfile review the controller exhibited an unexpected loss of power. The controller remains in use. No patient complications have been reported as a result of this event.